Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the rear wheel spoke is cracked, patient may have hit something .